Event description:
It was reported that the customer received a failed battery test on the insulin pump. Customer stated that he changed the battery 4 times and has continued to receive the alarm. Customer started with a low battery and when he changed it, it paused for a while and then gave a failed battery test alarm. Troubleshooting was performed and customer still received a failed battery test alarm. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with normal operating currents and no unexpected off no power, low battery alarms, or failed battery test alarms noted. The device had cracked reservoir tube lip.